Event description:
It was reported to philips that the device experienced a therapy pca fault. The customer requested assistance from a philips representative. The customer explained that the therapy pca for their unit was faulty and required replacement. The service order was initiated by the customer as a means to order a replacement therapy pca with no onsite evaluation required. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy pca. Per customer request, a replacement therapy pca was ordered for the customer to resolve the note issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a therapy pca fault. There was no reported patient involvement.